Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's incision site was not properly healing. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was cleaned, washed out, and re-sutured to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
H6 correction: health effect - clinical code should be 2378 - impaired healing rather than 1154 - wound dehiscence. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.